Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had low blood glucose of 46 mg/dl on (B)(6) 2015 and the ambulance was called. Customer reported to have been out of it. Customer reported to have been treated with glucose shots. Customer states that low blood glucose crashes happened five times within the last year and twice it happened in the morning. Customer reported that healthcare professional was making adjustments to insulin pump.